Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt leaned over and felt her lead move. Subsequently, she underwent surgical intervention on (B)(6) 2014 and the leads were revised. The pt reported effective stimulation coverage intraoperatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.